Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with a bd vacutainer¿ buffered sodium citrate (9nc) blood collection tubes there was condensation in tube. The following information was provided by the initial reporter, translated from spanish to english: tube shows condensation.

Event description:
It was reported that prior to use with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes there was condensation in tube. The following information was provided by the initial reporter, translated from spanish to english: tube shows condensation.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-28. Investigation summary: bd received 100 samples and 3 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for condensation with the incident lot was not observed. Additionally, all customer samples were evaluated by visual examination and the indicated failure mode for condensation with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.